Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon pinhole was discovered. The unspecified target lesion was being treated with a promus element plus, mr 2.75x28mm stent. The physician attempt to inflate and deploy the promus element stent; however, the balloon did not inflate. The physician believed there was a hole in the balloon. The promus element plus, mr 2.75x28mm stent was removed. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer: there was blood in the balloon and inflation lumen. The balloon was tightly folded and the stent was appropriately positioned. The outer shaft was torn longitudinally on the distal end of guide wire exit notch. When positive pressure was applied with an inflation device filled with water, water emitted from the tip. A .014' guide wire was inserted into the tip and advanced through the wire lumen. The guide wire protruded from a hole in the inner shaft adjacent to the distal end of the guide wire exit notch. The diameter of the hole was slightly larger than the outer diameter (od) of a .014" wire and may be consistent with perforation of the shaft wall with the end of a guide wire during clinical use or preparation for clinical use. The analysis results are consistent with the reported balloon leak; though there was no damage to the balloon; functional testing confirmed a hole in the inner shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon pinhole was discovered. The unspecified target lesion was being treated with a promus element plus,mr 2.75x28mm stent. The physician attempt to inflate and deploy the promus element stent; however, the balloon did not inflate. The physician believed there was a hole in the balloon. The promus element plus,mr 2.75x28mm stent was removed. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4).